Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large amounts of air bubbles were observed on multiple intermittent occasions along the infusion set tubing. The customer's blood glucose levels were in the 390s mg/dl range. Reportedly, the customer replaced the cartridge to resolve the issue, and continued using the pump for insulin therapy.